Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead had a threshold increase to 3.5 volts. The physician went in to reposition the lead and found blood on the inner surface of the insulation. The lead is still in use but the physician plans on replacing it. No patient complications have been reported as a result of this event.